Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis and batch review cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy. Per the nurse, the cause of death was related to the patient¿s cancer. The patient was not hospitalized prior to passing away. It was unknown if the patient was performing capd or using baxter solutions at the time of death. An autopsy was not performed. Additional information was requested but was not available at this time.